Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18066340, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 18080909, model/catalog description: precision spectra ipg kit.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was also reported that the patient's leads had high impedances and they were fractured at the distal end by the anchor . The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was also reported that the patients leads had high impedances and they were fractured at the distal end by the anchor . The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively.